Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose reached 310 mg/dl at the highest. Reportedly, no insulin was observed dripping out of the infusion set tubing. Customer changed the pump supplies to address the issue.